Manufacturer narrative:
Date rec¿d by MFR : 01jun2019. A visual inspection of the touchscreen assembly revealed no damage or contamination. During failure analysis, the touchscreen passed all testing and the reported event could not be duplicated. There was no fault found with the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and determined the unit would not turn off because the touchscreen was unresponsive. The fse attempted to calibrated the touchscreen; however, the calibration failed. The fse replaced the touchscreen and the issue was resolved. The unit passed calibration, control and electrical testing and was deemed ready for clinical use.

Event description:
It was reported that the unit would not power off. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.